Event description:
The pt reports he experiences speech recognition performance difficulties and daily episodes of sound quality issues. The pt reports that these issues began approx one year after implantation. The pt was seen at the center for device eval. External equipment was exchanged. Testing performed confirmed that the pt's device was functioning within normal limits. Surgery to explant the device is being investigated.